Manufacturer narrative:
A beckman coulter field service engineer evaluated the dxc 700 au clinical chemistry analyzer. The fse observed that the sample and reagent wash well were clogged, sample and reagent syringe drive making abnormal noise. The fse cleaned the wash wells, replaced the wash syringe r1, r2 syringe, wash syringe, reagent probe and sample which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue noted after part replacement. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous low patient results generated for na (sodium), co2 (carbon dioxide), bun (blood urea nitrogen), calc (calcium), alb (albumin), and glu (glucose) on system dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.